Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed motor error. The customer¿s blood glucose level was 228 mg/dl at the time of incident. When customer rewound the pump and it came up with a motor error and customer stopped using it because the pump could not prime tubbing due to the motor error after trouble shooting. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test or verify missing segment/partial display due to motor error alarms.